Manufacturer narrative:
The device was returned to physio-control for evaluation. Physio evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device powered off automatically. After powering the device back on by pushing the on/off button, the device was fully functional. During device evaluation, a third-party service agent observed that the device had logged an event code into its memory. There was no patient use associated with the reported event.